Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There were no patient infections. The customer did not know what the foreign material was and there were no abnormalities with the reprocessing accessories. There was no delay to starting precleaning and the distal end was wiped/brushed during reprocessing. The customer noted the water filter of the oer-4 automatic endoscope reprocessor was dirty and was being replaced once every three months. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The foreign material on the distal end could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to a reprocessing deviation from the indication for use (IFU); however, a definitive root cause of the foreign material on the distal end could not be identified. The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 serie evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a foreign object in the forceps opening at the tip. The issue was found during regular inspection. The procedure was completed with the same set of equipment. There were no reports of patient harm or injury.